Manufacturer narrative:
Abbott vascular distributes the expro elite snare for radius medical. Abbott vascular provides us regulatory reporting for this product. The customer reported the device was discarded. Without device analysis, a specific root cause of the reported puncture could not be determined. Review of 100 units in inventory has shown no packaging punctures or defects. This is the first complaint of this nature. Products have been pouched and shipped to customers using identical packaging materials, componentry, process, and equipment without any incidents. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: inner pouch punctured. Time of device malfunction: during unpackaging. Symptoms/ae: none. It was reported that the expro elite box was opened and it was noticed that the inside sterile pouch had a puncture the size of a ballpoint pen puncture. The outer box had been sealed and was intact. There was no pt involvement. Though requested no additional info was provided.